Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-aug-14, information was received from a friend/family member. Regarding a patient who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported, that the caller said, the patient is in "severe pain" and the device has not worked in 3 or 4 years since 2019. The patient was redirected to their healthcare provider to further address the issue and discuss device removal. On (B)(6) 2023 additional information was received from the patient. They reported, that the device has not worked in 4 years and wants it removed. Additional information was received on (B)(6) 2023, caller called in response to letter. Caller said, they responded to the 1st letter. Then were sent a 2nd letter ,asking to be more detailed. Caller reiterated the device doesn't work and hasn't worked in 4 years. Caller said, they can't be more detailed than that. Caller said, they have been back and forth to the dr. Caller said, they had a rep that came in and talked to them about the device. Caller said, the rep turned the device on it worked for 30 mins. Then the rep left and the device stopped working. Caller said, they have tried everything. And the patient just wants the device out. Caller said, the patient has a knot in their back, where the device is. On (B)(6) 2023 additional information was received from the patient. They reported, that the removal or replacement is not planned yet, but will be soon.